Event description:
Same case as MFR ID # 2134265-2014-04768. It was reported that balloon rupture occurred. The 75% stenosed, 30mm in length, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified and 2.5mm in diameter left anterior descending artery. The lesion contained a <=45 degrees bend. After a non-bsc guide wire crossed the lesion, an unspecified balloon catheter was advanced for pre-dilation. Then a 2.00mm x 12mm maverick²¿ balloon catheter was advanced with significant resistance encountered. The balloon was inflated however it ruptured at 14 atmospheres on the third inflation. The device was directly removed from the patient and no segment of the balloon was left inside the patient after it ruptured. A 2.5x20mm maverick²¿ balloon was then advanced to the target lesion and was inflated successfully. A second inflation was attempted however the device was unable to cross the lesion. The physician withdrew the balloon and tested outside the patient. When the physician tested the balloon, the inflated balloon m2 2.5*20mm was pricked by a needle kind of thing resulting in the balloon rupture. No patient complications were reported and the patient's status was stable with no adverse effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there was blood on the tip and in the inflation lumen. Magnified inspection identified a 12mm tear in the balloon material. Microscopic examination presented no irregularities with the markerbands or proximal bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 30mm in length, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified and 2.5mm in diameter left anterior descending artery. The lesion contained a <=45 degrees bend. After a non-bsc guide wire crossed the lesion, an unspecified balloon catheter was advanced for pre-dilation. Then a 2.00mm x 12mm maverick²¿ balloon catheter was advanced with significant resistance encountered. The balloon was inflated; however, it ruptured at 14 atmospheres on the third inflation. The device was directly removed from the patient and no segment of the balloon was left inside the patient after it ruptured. A 2.5x20mm maverick²¿ balloon was then advanced to the target lesion and was inflated successfully. A second inflation was attempted however the device was unable to cross the lesion. The physician withdrew the balloon and tested outside the patient. When the physician tested the balloon, the inflated balloon m2 2.5*20mm was pricked by a needle kind of thing resulting in the balloon rupture. No patient complications were reported and the patient's status was stable with no adverse effect.